Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed episodes of non-sustained right ventricular over-sensing recorded on the implantable cardioverter-defibrillator. The episodes were a result of post-paced t wave oversensing. Programming changes were discussed; however no interventions were reported. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Additional information: b5 and h6.

Event description:
New information received notes that post-paced t-wave oversensing (pptwos) persisted despite previous programming interventions. No further interventions were made. The patient was asymptomatic and will continue to be monitored.

Event description:
New information received notes that further programming interventions were made. The patient was asymptomatic.